Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n260103, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient never experienced therapeutic effect. The patient had multiple emergency room (ER) visits due to pain. The patient was given oral medication by the ER doctor. The patient¿s managing healthcare provider (hcp) told her that the pump medication could not be increased until she was done with her oral medication. It was noted that the hcps that the patient was seeing did not agree with the patient¿s medication needs, as one wanted to increase the medications and the other did not. In (B)(6) 2013, the patient¿s back started to ¿bend over¿. It was unclear what this meant. The patient started needing a cane while walking. In (B)(6) 2013, the patient started to fall asleep while driving and at other times. The patient thought it was because of medication she was taking. In november, the patient had a rod put in her back. During a back surgery on (B)(6) 2013, the surgeon found that the catheter had come loose from the pump and was leaking spinal fluid. During the same surgery, the pump was removed because it was not providing pain relief for the patient. It was noted that no volume discrepancies were reported to the patient between (B)(6) 2013. Additional information, including associated pump medications and the patient outcome, was not reported. Additional follow-up to obtain this information is being conducted.